Event description:
Received novasure ablation (B)(6) 2016. Since the procedure, I have experienced disabling uterine contraction pain during my cycles along with prolonged bleeding and cramping in between. My physician had to schedule me for a complete hysterectomy, as it is my only option to stop the problems caused by this procedure.